Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric sleeve gastrectomy surgery, when they closed the handle, the reload did not close completely. They opened a new handle with the same lot number, but same issue occurred. They opened another handle with different lot number to complete the case. They also noted that the shaft was detached from the body of the stapler and it was freely moving away from the handle. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted that the reload was fully fired. Sub-flush staple pushers were noted. It is not clear if the I-beam is in the clamp up position. Visual inspection and functional testing could not be performed as the physical device was not returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.